Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge o-ring was missing and that it was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully load a new cartridge to resume insulin therapy. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose value was 219 mg/dl.